Event description:
Boston scientific received information that the patient who received this lead passed away after the implant procedure. The cause of death was suspected to be due to anesthesia-related complications. The patient subsequently developed pulseless electrical activity after the conclusion of the procedure.

Manufacturer narrative:
As no additional information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should additional information be provided.